Manufacturer narrative:
A ge representative evaluated the system and tested the batteries, which checked ok; reseated the ribbon cable to the filament driver board, reseated the ribbon cable to the backplane, and reseated all connectors on the filament driver board. Ge representative checked the mainframe 5 volts and verified regulation. Ran system for 1 hour to verify error does not re-occur. Checks ok. System is operating as intended.

Event description:
The customer reported the system displayed a low ma error. No pt injury was reported.